Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient was prescribed with butrans patch. The patient will undergo an explant procedure.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed all tests performed. The ipg revealed no anomalies. Sc-2316-50 (sn (B)(4)) device evaluation indicated that the lead passed all tests performed. No anomalies were found. Sc-3400-30 (sn (B)(4)) device evaluation indicated that the splitter passed all tests performed. No anomalies were found. Sc-3400-30 (sn (B)(4)) impedance measurement revealed that e16 was open, which has not been assigned in programming. Visual and x-ray inspections confirmed the cable fracture at near the weld nugget outside the correspondent electrode array. The root cause of the damage is unknown. Sc-4316 (ln 16533479) one of the eyelets was damaged. There was no missing silicone.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient was prescribed with butrans patch. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm, model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm), model#: sc-4316, lot #: 16533479, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient was prescribed with butrans patch. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the physician suspected that the leads or splitters were damage and believed that these could have caused why the patient was not using the spinal cord stimulator system. The patient underwent an explant procedure and was reportedly doing well postoperatively.